Manufacturer narrative:
One cadd legacy plus 6500 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in a god physical condition. The review of event history log identified following event: 0147> power lost while pump was on (B)(6) 2018 9:17:00 am / functional testing included use testing. The pump was powered on but the pump would lose power after starting up. The customer's reported problem could not be duplicated. Based on evidence, the complaint could not be confirmed. The root cause could not be identified at this time.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device lost power and could not allow for full functional testing. The reported issue could not be verified since the full testing could not be performed. The cause of the reported issue and the issue identified (power loss) could not be definitely established.

Event description:
It was reported that the device needed downstream occlusion sensor replacement (device alarms). No known impact or consequence to patient.